Event description:
It was reported that during a breast biopsy while deploying the marker, the physician felt resistance. After removing the entire probe they noticed that a piece of metal popped out. They performed post stereo images and the marker was in the biopsy cavity. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the c1535 applier was received with the sleeve detached and missing. Corrective action has been initiated to address the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.